Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Based on the field evaluation, this reported event was not confirmed. The fse inspected the arms on patient side cart (psc) and noted no apparent issues out of the ordinary. The fse verified arm functions according to isi procedures and noted no issues. In addition, the fse inspected arms on master tool manipulator (mtm) and noted no apparent issues out of the ordinary. The fse verified mtm functions according to isi procedures and notes no issues. The system was verified ready for use. Isi did not receive the da vinci product with an alleged issue to perform failure analysis. An RMA was not issued for return. The probable root cause cannot be determined based on the information provided and fse's field evaluation. The fse's service visit did not reveal any issues related to the customer reported event.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the surgeon observed that the system arms were drifting and requested a service visit to resolve the issue. The customer had no further information to provide at the time and continued the case. The procedure was completed with no reported injury.